Event description:
It was reported that when using the bd pyxis¿ es server, issue with pyxis stations frequently going off network. Unable to ping the station directly due to firewall restriction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined to enable icmp on all station. A technical support specialist (tss) confirmed that icmp was successfully enabled for the listed medstations. The customer was advised that the ticket would be closed following completion of the initial response and updates applied to the devices. Individual tickets would be created for each remaining device still requiring icmp enablement, and separate email notifications would be sent as those tickets were opened. The system functioned as intended after the technical support specialist investigated the device.